Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. Upon review of the black box data, no evidence of battery life issue was observed. The battery voltages in the black box were within normal specifications. The pump electrical current draws were tested and noted to be within specifications. Upon removal of the pump cover, there was no evidence of intermittent connections or any moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the patient had a blood glucose of 489mg/dl with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to an alleged power issue.